Event description:
The sd/pd medium curved overheated while being tested by the field service technician during a routine service maintenance visit. There was no patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed dry broken lubrication on the nose bearings.